Event description:
Pt has been implanted with mom birmingham hip implants for both the right and left hips on (B)(6) 2007-right and (B)(6) 2008-left. Immediately following surgery, pt felt the implant dislocated for mere seconds. Following that incident, the pt feels and hears the hip joint rubbing together like a soft click. Since no pain follows the click, pt was told not to worry. After one and a half yrs from the first surgery, the pt started experiencing pain in her right groin and leg. Leading up to the summer of 2012, the pt had been experiencing pain in her right groin upon rising to a standing position and when taking certain steps. The pain increased after a long car ride out of state in (B)(6) 2012 resulting in her not being able to walk for 2 to 3 days following an eight-hr car ride. Subsequent and shorter rides began to result in the same effect. Diagnosis or reason for use: degenerative joint disease.